Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling a connector is inconclusive due to the state of the returned sample. One 4 fr two-piece groshong nxt connector was returned for evaluation. An initial visual observation showed use residue on the returned sample. The connector was returned assembled, and damage was observed on the distal connector piece. An attempt was made to separate the assembled connector; however, the connection was found to be firm and was unable to be disengaged by hand. Once the connector pieces were separated using a tool, the connector was reassembled, and an audible click was heard as the connector pieces were assembled. A microscopic observation revealed damage and deformation of the grey plastic of the distal connector pieces near the catch slots, and a triangular, metallic particle was found wedged into the grey plastic of one of the catch slots. The barbs of the locking arms were also observed to be damaged. While the returned connector was found to have a firm connection when assembled, the damage observed on the returned connector pieces made it difficult to determine if the connector was unable to connect securely prior to the damage found on the connector pieces. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the latch of the extension tubing was unable to be engaged firmly. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu3283 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the latch of the extension tubing was unable to be engaged firmly. No other information was provided.